Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri). The device system was explanted and was returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri).

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri). The device system was explanted and was returned for evaluation.